Event description:
On february 11, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged inaccuracy issue occurred on (B)(6) 2020 at around 12:02 am. The patient reported obtaining a blood glucose result of ¿194 mg/dl¿ with the subject meter and a result of ¿80 mg/dl¿ on the cgm device. The patient stated that she is on insulin pump therapy and denied making any changes to her usual diabetes management regimen as a result of the alleged issue. At around 2:20 am, the patient claimed she woke up with symptoms of ¿sweating, shaking and heart beating rapidly.¿ the patient claimed she immediately checked her glucose level on her cgm device and a result of around ¿56 mg/dl¿ was displayed. She then got up and drank orange juice as self-treatment for the symptoms. No other device was used for testing. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.